Manufacturer narrative:
Twenty-five samples were returned for evaluation. The needles were evaluated for needle holding strength and found to be within the usp specifications. A review of the lot history was unremarkable with regard to the complaint. A search of co's files finds no other complaints against this lot. Co was unable to determine the actual samples. Under normal conditions of use this product should have performed as expected.

Event description:
The needle did not fal into the pt and no injury occurred.